Manufacturer narrative:
The reason for this revision surgery, the agent reported "(infection and ulnar bone loss. 64 yr old female)." The previous surgery and the surgery detailed in this event occurred 4.3 years apart. This evaluation is limited in scope as limited information was provided to djo surgical - austin for examination. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The findings did not lead to a firm conclusion since the needed records were not made available at the time of this investigation. If more information is received later, the complaint will be updated. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. The device history record was not found among djo and available zimmer biomet records. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery , due to infection.